Event description:
On 11/06/2025, it was reported by a facility representative via (B)(4) that an ar-1747-b trimano fortis reusable leg holder had a rivet break and was bent. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection of the trimano fortis reusable leg holder, noted that the base plate was bent and one of the pins - ref-01694-01 was disassembled from the device. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user-applied excessive mechanical forces, during adjustment/connection during use.